Manufacturer narrative:
The account found the side rail was missing the shoulder screw. The account replaced the side rail shoulder screw to resolve the issue.

Event description:
The account alleged the side rail will not latch. No pt impact.